Event description:
Customer indicates that an unattended pt, who was sedated on dilaudid rolled off the e. Cam pt bed (pallet). The fall resulted in broken orbit, humerus bones, and broken teeth.

Manufacturer narrative:
Our investigation has determined that the pt was sedated on dilaudid and unattended.